Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd syringe luer-lok¿ tip had leakage due to a cracked syringe. There was report of exposure, but no report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: one 10ml syringe was received inside an opened blisterpack. The blisterpack was observed to have been pushed opened with the syringe instead of using the peel tabs. The barrel was found to have a crack running lengthwise from the base of the collar to approximately half way up the barrel. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is likely associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd syringe luer-lok¿ tip had leakage due to a cracked syringe. There was report of exposure, but no report of serious injury or medical intervention.